Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was damaged and leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "basis for use: the child is young and needs repeated infusions during hospitalization, in order to reduce the number of infusion punctures and relieve the pain of the child. Purpose of use: give children intravenous infusion, reduce the number of punctures, protect blood vessels, and relieve children's pain. Usage: at 14:45 on (B)(6) 2021, the nurse performed peripheral venous indwelling needle puncture to the child. After the puncture was successful, the patient was given intravenous infusion. About 5 minutes later, it was found that there was fluid leakage from the indwelling needle application. The nurse checked it and found it the extension tube at the water-stop clip of the indwelling needle was damaged, causing the infusion fluid to leak out. The indwelling needle was immediately pulled out and re-punctured, causing pain for the child. Adverse event situation: the extension tube at the water stop clip of the indwelling needle is damaged, causing the infusion liquid to leak. Impact on the patient: repeated puncture for the child, causing pain for the child treatment measures taken: remove the indwelling needle, do a good job of interpretation by the family members, and re-puncture".

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357786. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.